Manufacturer narrative:
A synergy xd mr ous 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified first right posterolateral artery with a significant bend of less than 45 degrees. Following predilitation, residual stenosis was 75%. The 3.50 x 28mm synergy xd drug eluting stent was advanced but failed to cross the lesion and stent damage occurred. The device was removed and the procedure completed with another of the same device. There was no patient injury.